Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
As part of the ram analysis for the backup mode it was also noted that the shock impedance has been elevated >150 ohms for some time and noise was observed in the far-field and ra channels indicating a possible lead integrity concern with the ra and rv lead. Lead currently remains implanted. Should additional information be received this file will be updated.